Event description:
2004 operation performed: redo right ventricle to pulmonary artery conduit, utilizing a 23 mm porcine stentless valve, suture closure of patent foramen ovale, pulmonary allograft patch angioplasty of right pulmonary artery. Routine small sample sent to microbiology laboratory for testing at time of surgery. In the next day microbiology tests results: 4 + staphylococcus aureus methicillin resistant mec a gene detected. Picu physicians and hospital epidemiology coordinator were notified by microbiology. The decision was made to treat pt for mrsa endocarditis. That same day cryolife was notified by hospital epidemiology. 3 days later cryolife called and is investigating the donor of tissue.